Event description:
It was reported that during a da vinci-assisted surgical total hysterectomy procedure, the tip of the harmonic ace instrument broke off while the surgeon was dissecting the cervix. A fragment fell inside the patient but was retrieved during the same procedure with a laparoscopic grasper instrument. The instrument did not collide with other instruments or hard materials during the procedure. No x-rays or additional procedures were required. An unspecified scissor instrument was used as a back-up to complete the procedure. The patient has not returned to the hospital due to experiencing any post-surgical complications.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) received the harmonic ace instrument and performed failure analysis. The instrument was analyzed and found to have a blade broken. The blade broke at roughly the midpoint. A piece approximately .649" x .085" was found to be broken off. The broken piece was returned. Components adjacent to this broken blade do not show damage. Common causes of the broken instrument blades are attributed to use conditions. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer reported issue. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. Image(s) and/or video clip(s) associated with this reported event were not submitted for review. The probable root cause is attributed to use conditions. Cracked or broken blades result from blade scratches and damage caused by contact with other instruments or other hard/metal objects (e.g., staples, clips, etc.) During use while the instrument is activated. Blade fractures propagate from initial contact sites due to the ultrasonic vibration of the harmonic ace blade, leading to eventual/premature failure (e.g., scratches and damage result in cracks, which then result in broken blades).